Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report inconclusive. The perforator has not been returned. If the device is returned, it will be forwarded to the manufacturer for evaluation. The device history records were reviewed by the manufacturer and all specifications were met prior to release. Multiple warnings are included in the easydrill cranial perforator IFU manual including: it is essential to keep the drill perpendicular (90°) at the predetermined point of the skull to be drilled, as an excessive deviation from perpendicularity may cause the product to fail and lead to serious patient injury. Select a drill bit suitable for the bone thickness. This prevents the drill from tearing the bone or brain tissue (similar effect when the bit is not positioned at 90°). If the components of the easydrill cranial perforator become loose during trephination, discontinue use. The drill can cut or tear the dura mater when it unlocks. Check some conditions before performing the procedure, such as the existence of adhering dura mater or other anomalies adjacent to the drilling site. We will continue to monitor this complaint type for trends. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the perforator did not stop on time and the dura was damaged. The damage was described as a little incision. It was reported there were no patient symptoms or complications associated with the damage to the dura. The event was not reported to the competent authority by the facility. Partial patient information was provided. On follow up it was reported the event occurred during the second of three perforations. It was also reported the dura incision was repaired with a substitute of dura. The patient required no follow up due to the damage of the dura. The patient status was described as well postoperative. The concomitant device model numbers were provided.